Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0012463872); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-2329 (unknown); product type: 0195-heart valves; implant date: non-implantable device .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29 in a patient with tortuous and calcified anatomy, a pre-implant balloon valvuloplasty was performed due to calcification. The valve was initially deployed to 80% but exhibited infolding along its entire length. It was also noted that the implant depth was too shallow. Subsequently, the valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. A second valve was then loaded into a new dcs, but was unable to cross the native valve despite employing various techniques. The patient could not tolerate the aortic insufficiency, became ischemic, and experienced cardiac arrest, ultimately resulting in death.

Event description:
Additional information was received that the first valve deployment was too shallow and was recaptured. The valve was redeployed at a deeper depth and at 80% deployment, the valve was noted to be infolded. The infold was not noted on the first valve deployment attempt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.